Event description:
It was reported that the patient¿s pump ¿stopped on her¿ in (B)(6) 2013. The patient stated that due to the event they were still increasing the pump dose. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).